Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/14/2025 a sales representative reported, via (B)(4), that an ar-9831 apollorf i90 plate broke off the tip. This occurred during use. The surgeon was cauterizing tissue inside of the glenohumeral joint space. They realized before the piece completely fell off the device. The procedure was completed utilizing another device.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including the use of an rf probe as a lever to enlarge the surgical site or gain access to tissue. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.